Event description:
Battery early depletion was confirmed via home monitoring on 24th feb. Battery remaining capacity was gradually decreased from 2.44v in a few days and finally went into backup mode. Checked the device on 4th mar but device could not be interrogated because it seemed to go into eos. Should additional information be received, this file will be updated.